Event description:
It was reported that during a routine follow up visit, the health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy defibrillator (crt-d) system presenting electrogram (egm) due to concerns of left ventricular (lv) capture. It was noted that the patient had a concomitant competitor device recently implanted. It was also noted that the left ventricular (lv) lead is a competitor lead. Upon review, the presenting egm showed lv capture, however when compared to previously stored egms, lv pacing stimulus does not look to be aligning up with the initiation of the qrs on the shock channel. Ts also noted that there were noisy signals that were being oversensed on the rv lead. Ts discussed programming options with the hcp and recommended for the device treating physician to be consulted for further device evaluation. Subsequently, at an additional clinic visit, the crt-d system was interrogated and found to be functioning as programmed. The device appeared to be appropriately sensing signals and blanking ccm device signals appropriately and lv lead was noted to be capturing. At this time, the crt-d, rv lead and competitor lv lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).